Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no physical damage at foreign object detection point. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The event can be detected/prevented by following the IFU which state: "inspection of the air-feeding function and the objective lens cleaning function." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to adhesive peeling on bending rubber, insulation resistance value at distal end does not meet specifications, due to wear of angle wire, the play of up/down knob is out of specification, due to wear of angle wire, bending angle in up direction does not meet specifications, objective lens has a crack, light guide lens has a crack, adhesive around light guide lens has wear, plastic distal end cover has a scratch, adhesive on bending rubber has a crack, connecting tube has a scratch, scope cover is deformed, universal cord has a wrinkle, and air/water channel blocked. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope air/water channel blocked. During inspection and evaluation, residual liquid or foreign material come out of nozzle. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.